Event description:
It was reported that a patient needed all new leads due to high impedance readings. The reporter stated that the patient also wanted a new battery being she had positional stimulation. It was noted that patient symptoms and complications included a burning sensation and less than 50% therapy relief. The burning sensation was felt "with the leads." The reporter stated that stimulation was unable to be adjusted. It was reported that the patient had been met with intermittently over the years for reprogramming sessions. There was no adverse event or injury to the patient. A follow-up report will be made if additional information becomes available.

Event description:
It was later reported there was a shocking or jolting sensation. It was noted, the health care professional (hcp) confirmed the leads were fractured and that was the reason she was receiving jolts. It was noted a year into the patient's therapy they began getting jolts and shocks. The patient noted the hcp said "they didn't think the patient could have done anything to fracture the leads." Follow up reported the patient was still having concerns with their device or therapy but they were working with their doctor or representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3888-56, lot# v543664, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v541580, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the lead (lot #v543664) revealed that the lead body was cut through and the product was segmented. Final analysis of the lead (lot #v541580) revealed that the weld and conductor were broken at the distal end of the lead. The #1 wire was broken at the electrode sleeve weld and the weld was broken at the #2 electrode. The #0 wire had continuity before the #1 electrode but not after and the wire break was suspected to be inside the sleeve. Final analysis of the lead (serial # (B)(4)) revealed that the lead body was cut through and the product was segmented. The #0 electrode was missing. Final analysis of the extension revealed the outer insulation and wires was cut 7.4 cm from the proximal end of the extension. Final analysis of the titan anchor (#1) revealed the anchor separated. Final analysis of the titan anchor (#2) revealed the anchor separated. Final analysis of the titan anchor (#3) revealed no anomaly.

Manufacturer narrative:
Product ID, 3888-56 lot# v543664, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-56 lot# v541580, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3550-39 lot#, product type accessory product ID, 3550-39 lot# product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.